Event description:
While attempting to place a bravo ph monitoring system, the physician accidentally deployed the capsule into the patient's trachea. The physician was able to retrieve the capsule and no adverse affects or further medical intervention was required. A second bravo ph monitoring system was placed successfully.